Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29s tendyne mitral valve lp was implanted in the patient. On (B)(6) 2025, a follow up transesophageal echocardiogram (tee) was conducted to prepare for a left atrial appendage (laa) ablation (epu) a thrombus was found starting from the tendyne prothesis into the laa. The former international normalized ratio (inr) values were usually within the range in between 2.5-3.5. The patient was on marcumar (vitamin k antagonist). A further follow-up under higher oak dose will follow. The patient was reported stable at home and a follow-up tee in 2 months planned.